Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the device cannot pass the self-test due to the low battery alarm. There was no patient involvement.

Manufacturer narrative:
A philips authorized service provider indicated that, after the inspection, the battery of the device was faulty, resulting in the failure of self-inspection and the machine cannot work normally. The cause of the reported problem was a low battery. The customer was provided a quote for repair but decided to dispose of their device rather than accepting the quote, so the repair was not performed and no further investigation is possible. The device remains at the customer site and no further evaluation is warranted at this time.